Event description:
It was reported that there was difficulty aspirating and injecting fluid through the cap (catheter access port.) The hcp (healthcare provider) ¿felt¿ he was in the cap, pulled the needle out, ¿shot fluid out of the needle into the air, confirming the needle was patent.¿ it was noted that the patient was ¿taking a lot of orals¿ noting that ¿this is not a prefect scenario since the patient was medicating himself.¿ the patient experienced severe pain and withdrawal since the pump was implanted. It was noted that the dose had been titrated up from 8mg/day to 15mg/day within a week and a half after surgery. The pump/catheter connection had been ¿imaged¿ and the connection ¿seems to be fine.¿ the device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), product type catheter. Product ID 8540, product type accessory. (B)(4)